Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it was found a crack on adaptor and blood leakage at adaptor after puncture successfully."

Event description:
It was reported that leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it was found a crack on adaptor and blood leakage at adaptor after puncture successfully."

Manufacturer narrative:
Investigation: a device history report was conducted for lot number 8305887, our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this complaint however based on your description of the event and previous investigations our engineers believe the most likely root cause is a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study, CAPA#642738, to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements.